Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system. Diagnostics indicated high impedances on both the leads. As a result, surgical intervention may take place at a later date to address the issue.